Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the pump was in good condition. No apparent contamination. Customer?s reported issue was duplicated during syringe tests. Syringe plunger not in place was found. The root cause of the reported issue was determined to have been design related. A piece had broken off from plunger board and the plunger board had broken off from glue. Actions taken to mitigate the reported issue: replaced plunger board. Performed syringe test and all functional tests which passed.

Event description:
It was reported that device doesn't recognize syringe. No patient injury reported.